Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2013. According to the complainant, after crossing the stricture with a guidewire, the stent was advanced over the guidewire, however resistance was encountered due to the severe stricture. The device was removed and pre-dilatation was performed with a hurricane balloon, and then the stent was advanced again to the target site. During deployment, the stent was able to be released but the guide catheter broke and the broken portion remained in the stent. The rest of the delivery system was removed and the broken guide catheter was retrieved from within the stent using forceps. The stent had been deployed so the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The patient was over 18 years old. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent was used during a bile duct drainage procedure performed on (B)(6) 2013. According to the complainant, after crossing the stricture with a guidewire, the stent was advanced over the guidewire, however resistance was encountered due to the severe stricture. The device was removed and pre-dilatation was performed with a hurricane balloon, and then the stent was advanced again to the target site. During deployment, the stent was able to be released but the guide catheter broke and the broken portion remained in the stent. The rest of the delivery system was removed and the broken guide catheter was retrieved from within the stent using forceps. The stent had been deployed so the procedure was successfully completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual evaluation found guide catheter was detached from the pull wire, kinked at several locations throughout including accordion kinks, which indicate buckling of the guide catheter occurred. Push catheter had a tear at the guidewire port. Push catheter had a kink on the distal side of the catheter. Pull wire was bent at several locations on the distal side. The most probable root cause of 'operational context' is selected for the complaint event. There were no non-conforming events or any deviations identified in the DHR review. The DHR review confirms that the accepted device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.